Event description:
It was reported that oozing occurred after arteriotomy closure of an unspecified vessel after an unspecified procedure. The site could not recall the procedures, number of patients or patient details. The site could not confirm for certain that the oozing occurred using a proglide device. It was not specified if the oozing was treated or if the proglide sutures achieved hemostasis, although there was no reported arterial bleeding or reported device malfunction. There was no adverse patient sequela reported. The physician's name could not be recalled; therefore, his training in the use of the device could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimated date of occurrence (the date of event could not be recalled at facility).it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint database could not be conducted as the lot number was not provided and device was not returned. There is no indication of a product quality deficiency.